Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the additional information is available or investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the a.t.s. 2200ts deflated by itself. The event occurred during surgery. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was originally reported that the unit deflated by itself during a case and minutes later it was unable to be deflated after re-inflating back to 300 mmhg. It was later clarified that this original issue was misreported and the device actually turned itself on, on two separate occasions. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 2200ts tourniquet by zimmer biomet australia on january 7, 2019 revealed that the device required a software update. Originally, the quote was not accepted, but then a new notification was created and the repair was completed. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet australia on january 31, 2019 which included upgrading the software to the most current version. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet australia it was only noted that the device required a software update. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was only noted that the device required a software update. The a.t.s. 2200 and 4000 tourniquet devices are subject to this type of behavior when placed too close to electromagnetic interference (emi) emitting device.a CAPA was initiated to further investigate and address the spontaneous inflation issue with the tourniquet systems. Change notice 22404 implemented a software update to address the spontaneous inflation issue on the a.t.s. 2200 and 4000 documented in CAPA. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.